Event description:
The customer reported that she noticed the cannula was pulled out of the site. She smelled and felt insulin leaking. Her blood glucose rose to 394 mg/dl as a result.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine product condition. The customer reported that the cannula had dislodged from the insertion site. This would interrupt insulin delivery and contributed to hyperglycemia. No qualification record review was performed as no product lot number was reported. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." It advises that "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before meal, and before going to bed)."